Event description:
While using the serfas wand during a surgical procedure, the surgeon noted the wand's tip was missing. The surgeon located and removed two broken pieces of the tip. The two pieces comprised the complete tip unit. An intra-operative x-ray was taken and was negative for foreign objects.